Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. The blood glucose reading was 433 mg/dl. The customer treated with a manual injection. Upon troubleshooting, it was found that insulin did not exit the tubing and the device did alarm no delivery during 5.0 unit fixed prime. Upon performing a fill cannula procedure of 7.0 units, the customer stated that insulin did exit the tubing. During a 5.0 unit fixed prime, the insulin pump alarmed no delivery at 2.4 units but there were drops of insulin coming out. The customer then performed a set change and the device alarmed no delivery. Advised discontinuation of the insulin pump. Nothing further reported.